Event description:
Boston scientific crm received information from a health care provider (hcp) that this implantable cardioverter defibrillator (ICD) was associated with a report of device tones and a fault screen display when subsequently interrogated clinically. Hcp reported the patient had begun radiation therapy four days previously. A technical services (ts) consultant discussed interrogating the device to confirm whether device therapies were available, and whether there were any recent shocks that may have occurred into a shorted electrical system environment. The device was interrogated, and found to be in fallback mode with pacing and ventricular fibrillation therapies available. A field representative reported the device would be replaced after the patient completed the scheduled radiation sessions. There were no reports of adverse patient effects, and the device remained implanted and in service. The device subsequently was explanted five months later and to be returned for analysis.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that device diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined safe default mode which operates as a single-zone ICD with limited programmability and shocking capability. The cause of the malfunction was concluded to be a result of software corruption induced by radiation therapy.